Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00005: case 1.

Event description:
Wound infection at site of k-wire 8 months post op; acutrak 2 screw implant removed. Fusion already achieved. From: an obliquely placed headless compression screw for distal interphalangeal joint arthrodesis. Takuji iwamoto, md, phd, noboru matsumura, md, phd, kazuki sato, md, phd, shigeki momohard, md, phd, yoshiaki toyama, md, phd, toshiyasu nakamura, md, phd. J hand surg am 2013:38(12): 2360 - 2364.